Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. The customer also reports their insulin pump alarms with insulin flow block alarms. Customer declined to troubleshoot as patient said they had removed it. The insulin pump will not be returned for analysis.